Manufacturer narrative:
Pr#: (B)(4). When the investigation is completed, a follow up report will be sent to the FDA.

Event description:
Philips received a report from a customer that a patient sustained necrosis of the skin on the upper right arm after an mr examination. The patient was sedated and positioned feet first supine and scanned with the anterior coil for a lumbar spine examination.